Event description:
Infusion pump alarmed "air in line." The nurse removed the tubing from the pump housing module / channel. She failed to activate the roller clamp on the tubing. The nurse states that in rapidly managing the "air in line" situation, she suddenly became aware that the IV fluids/air bubble were moving through the tubing. She pinched off the tubing and noted that the slide clamp was not in the closed position. The nurse doesn't remember the status of the slide clamp as she removed it from the channel. The nurse states that it is possible that she inadvertently manipulated the clamp in her haste to resolve the clinical situation, but does not recall doing so. We suspect that the design of the slide clamp is unsafe and that the clinical practice is to depend on the slide clamp to prevent free flow instead of the regulating clamp. The patient experienced a prolonged uterine contraction and the fetus experienced a 2-3 minute fetal heart rate deceleration down to the 70's per minute. Mother was administered terbutaline to counteract the pitocin over-administration.